Event description:
One month after implantation of three cypher stents, a patient died of aspiration pneumonia. Two cypher stents were implanted in the proximal and mid left anterior descending coronary artery respectively and the third cypher was implanted in the left main coronary artery. Pressures are unknown and vessel attributes and lesion characteristics were not reported. The following day after implantation, cardiac enzymes were increased and cardio echogram showed normal sinus rhythm with st abnormality. Patient did not exhibit any other symptoms and there was no intervention. Two days after procedure, patient lost balance and fell down tearing left ankle ligament for which the ankle was placed in a cast for six weeks.two weeks after the procedure, the patient's level of consciousness decreased and worsened and the patient was diagnosed with encephalopathy. Patient also complained of pain in the left foot that was in a cast. The left foot was determined to be gangrenous. Below the knee, amputation was considered, but surgery could not be performed, as patient was too sick for anesthesia. The pt was also receiving treatment for metabolic disruption due to end stage renal failure. One month later, the patient died of aspiration pneumonia. Autopsy was not performed, cause of death was attributed to the combination of all events reported, aspiration pneumonia, end stage renal failure, delirium and coronary heart disease. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient and reported under manufacturing numbers 9616099-2007-01009, 9616099-2007-01010 and 9616099-2007-01011. Additional information will be submitted within thirty days upon receipt.